Event description:
This case was reported by a poison control center nurse and described the occurrence of accidental ingestion in an elderly patient who consumed polident (polident 5 minute tablets). Co-suspect medication included polident overnight denture cleanser tablets. On an unknown date, the patient consumed an unknown amount of polident 5 minute tablets and polident overnight tablets. The patient was hospitalized upon discovery of the empty foil packages by nursing staff. At the time of reporting, the patient was reported as "doing fine". Additional follow-up was received from a different poison control nurse in 2007. The reporter stated that the event occurred a week earlier, and the patient was a resident in a special care home. It was not confirmed if the patient was hospitalized as a result of the ingestion of polident. Poligrip is manufactured and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.

Manufacturer narrative:
Actions have been required based on this report.